Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) were not getting power to the hand-held. Warranty expired sep/26/17. No patient effects.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d4, e3, g4, g7, h2, h3, h6, h10 the reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. H3 other text : device not returned.